Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7124537

Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure and was doing postoperatively. The explanted leads were not returned as they were kept by the medical facility.